Manufacturer narrative:
Eval results: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our mr MFR to submit this situation which happened in foreign country. Problem: a site email was sent to philips indicating many pts over a year's time length were MRI scanned for neurosurgery with a tr head coil and a leksell stereotactic coordinate frame, type g. Six pts during this time developed a third degree burn after their exam. All the burns were located on the forehead at the contact point of the frame's fixation posts and the skin.